Event description:
On (B) (6) 2008, the patient reported that her infusion sites fall off "a couple of hours" after insertion. She was educated on the "sandwich method. She stated that she has a large abdomen and she was sent infusion sites with longer cannula length. She also stated that she believed the infusion tubing was too long. She was also sent tegaderm hp. Upon follow up with the patient, she stated that using the "sandwich" method and shorter infusion tubing has resolved the issue. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.